Event description:
During svc repair of the 840 ventilator the covidien customer support engineer verified that the ventilator had an erratic gui display. The cse inspected the device and replaced the liquid crystal display. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).